Event description:
It was reported during use the bd ultra fine¿ pen needle was unable or difficult to prime. The following information was provided by the initial reporter: the customer noticed the patient end of the needle was bent and clogged.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 7073838. D.4. Medical device expiration date: n/a. H.4. Device manufacture date: 3/14/2017. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out for lot#7073838 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. A lot review could not be carried out for the unknown lot#.

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable or difficult to prime. The following information was provided by the initial reporter: the customer noticed the patient end of the needle was bent and clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable or difficult to prime. The following information was provided by the initial reporter: the customer noticed the patient end of the needle was bent and clogged.